Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pmu338 batch number, and no non-conformances were identified. Investigation summary: it was reported that discovered a bug within the packaging. It was received for analysis an unopened sample of product code 883h, lot pmu338. During the visual inspection of the unopened sample, a foreign matter (insect dead) could be observed into the overwrap packet. The foreign matter defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was noted that a bug was within the packaging. A new device was used to complete the case with no adverse patient consequences. No additional information was provided.